Event description:
During remote follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected, although it was not confirmed. Rv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.